Manufacturer narrative:
Age at time of event: (B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that during unpacking for a percutaneous coronary intervention, stent damage was noted. The 90% stenosed target lesion was located in a non-calcified and moderately tortuous mid right coronary artery (mrca). A 3.00x38mm promus element plus drug-eluting stent was selected to treat the target lesion. Upon unpacking, it was noted that the stent has been lifted already. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the stent was damaged. Two struts on a row towards the centre of the stent were lifted and pushed distally. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during unpacking for a percutaneous coronary intervention, stent damage was noted. The 90% stenosed target lesion was located in a non-calcified and moderately tortuous mid right coronary artery (mrca). A 3.00x38mm promus element plus drug-eluting stent was selected to treat the target lesion. Upon unpacking, it was noted that the stent has been lifted already. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.